Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a left distal biceps tendon repair surgery the button on the distal portion of the implant deployed by accident on implantation. An x-ray picture was taken on the patient to attempt to locate the implant button but it could not be found. No further information was provided.